Event description:
An (B)(6) male pt contacted zoll customer support to report a red flashing light on his battery charger. He reported the battery that had bee in the charger all night is registering one bar. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (flashing red light / will not charge battery) has been confirmed. Upon eval, the battery charger connector was corroded. In addition, component u13 (8-bit cmos flash microcontroller) on the charger pca board was damaged due to the corrosion. The root cause of the corrosion cannot be positively identified, but is likely a result of liquid ingress. No adverse event resulted from the corroded connector. The pt received a replacement battery charger.